Manufacturer narrative:
Product event summary: analysis indicated that no fault was found with the programmer. The reported issue concerning the plug was confirmed, but the issue was attributed to the accompanying radiofrequency (rf) head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's plug was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.